Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen after a vibratory alert was issued for low left ventricular lead impedance. At this time, the patient reported experiencing phrenic nerve stimulation. Device reprogramming was performed and the stimulation was resolved. As the leads impedance had been chronically low since implant without issue, the lead remained implanted and the vibratory alert boundaries were widened.